Event description:
It was reported that during follow up, out of range shock impedance measurements were observed. The physician decided to place a new lead during an ICD upgrade. The lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.